Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the imaging system and power switching board were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the computer of the imaging system would not connect to the system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer failed bench test. At power up, no hard drive activity. Hdd led does not light. Audible cyclic click sound heard. Operating system could not load. No display on monitor. Analysis found that the reported event was related to a computer component issue. The power switching board was returned to the manufacturer for analysis. Analysis found that when the power switching board was installed in an imaging system it passed functionality test. System readied all peripherals were connected successfully. Imaging and image retrieval were successful. No fault found.